Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A device history review and service history review were performed which revealed no issues that could have caused or contributed to the reported issue of a hernia. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp), who performs peritoneal dialysis (pd) therapy on a homechoice (hc) cycler, was diagnosed with an inguinal hernia and experienced groin pain and feeling full. Five days prior to the receipt of this report, the hp had surgical repair of the hernia. The hp had not had any overfill events on the hc cycler. At the time of this report, the hp was on hemodialysis for one week and then will return to pd therapy. Additional information was requested but is not available.